Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a failure in the bard polyurethane ureteral catheter ref # 139005rt flexible tip 5 fr x 70cm lot # rekn1298 exp 02/28/2029 on 7/27/25. This catheter tip about 2 cm long broke during surgery but was retrieved during the case with no adverse effect.

Event description:
It was reported a failure in the bard polyurethane ureteral catheter ref # (B)(4) flexible tip 5 fr x 70cm lot # rekn1298 exp 02/28/2029 on 7/27/25. This catheter tip about 2 cm long broke during surgery but was retrieved during the case with no adverse effect. Per additional information received via email on 03sep2025, it was reported that the sample was unable to release. If someone wants to view, can come on site. And stated foreign body was able to retrieve with basket from patient body.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "warning: this unit should not be used as a ureteral splint. Warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tigertail catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.